Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 2 of 2. Consumer reported on behalf of her daughter that upon removal of a tampon it fell apart into two pieces. Her daughter manually removed the remaining pledget piece from her vaginal cavity. She did not seek medical attention and did not experience any adverse health effects.